Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission noted that the right ventricular (rv) lead exhibited high out of range pacing impedance. Upon further investigation in clinic on (B)(6) 2021, it was discovered that the implantable cardioverter defibrillator (ICD) had ran an automatic lead impedance test prior to implant; thus, the ICD erroneously reported the out of range measurement since results from manual tests are not reported on merlin.net. The rv lead pacing impedance was within range since implant. The patient was in stable condition.